Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable; however, subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation concluded that there were dry solder joints on the flash memory chip u24. The dry solder joints on the flash memory chip resulted in an intermittent failure of the device to accurately record data.